Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 75% stenosed lesion being treated was located in the moderately calcified, moderately tortuous distal left circumflex (lcx) artery. The lesion was predilated with a 2.0x13 mm non-boston scientific balloon. After placement of a 2.50x16 mm taxus express2 drug eluting stent, overlapping with a previously implanted 2.5x16 mm non-boston scientific stent, a dissection was identified at the distal edge of the stent. The flow was found to be 'slow'. Ivus could not be done because it seemed the proximal edge of stent wasn't dilated completely, as a guide wire couldn't cross from the proximal edge of stent. The procedure was completed placing a 2.5x23 mm non-boston scientific stent. Medications given: ticlopidine, aspirin, cilostazol, and warfarin. Two days post the initial procedure the patient presented with chest pain. The patient was compliant with the antiplatelet therapy. Three days post the initial procedure a stent thrombosis was identified. The physician couldn't confirm the flow from the proximal edge of stent to distal. The procedure was completely with a non-boston scientific stent. Patient status reported as "good".